Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 and distal set-up joint (dsuj) for failure analysis investigation. The investigations obtained are: usm 4: the usm 4 was analyzed and was installed onto a golden system where the component functioned as expected. The usm 4 was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the fru connector was inspected, and no faults could be identified. Dsuj: the unit was analyzed and in log reviews, error 307 was found indicating node does not present in armnet4. Also found was error 32097 indicating a maxis error reported by the ac in suj4 distal ¿ ploop macm brake command watchdog error thus confirming the fault occurred in the field. The same error was also reported by the axes controller arm (aca) in usm as well. Additionally, a communication link error 40084 was confirmed as well. Upon visual inspection, no issues were found to be related to the reported event. The unit was installed on a golden system where it performed as expected without errors. The unit was also tested on a pf where it passed all relevant tests. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and found multiple errors. The fse then replaced the universal surgical manipulator (usm) 4 and distal set-up joint (dsuj). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report repeated faults on universal surgical manipulator (usm) 4. Tse had customer power cycle and hard cycle psc multiple times with no change. Site was able to disable usm 4 and was moving forward with usms 1, 2, and 3. The procedure was completed with no reported injury.